Manufacturer narrative:
The available information suggests that this device and competitor lead system remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information that this local representative contacted technical services to request review of episodes contained in this device's arrhythmia logbook. Upon review, there were a number of nonsustained episodes with electrogram noise on the competitor right ventricular (rv) pace/sense channel associated with oversensing and pacing inhibition. There was fine baseline noise on the rv shock and competitor left ventricular (lv) channel. Technical services commented that the rv pacing impedance values have gradually trended upwards (450-700 ohms) since august 2010. Technical services discussed troubleshooting techniques, lead diagnostic testing and chest xray to evaluate the device-lead connections. Subsequently, boston scientific crm received information from the local representative that the patient was referred back to the device-following physician for further investigation. There were no adverse events reported.